Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the onyx was used continuously, and it seemed that there was no particular problem in the procedure. The injection rate was follower per the instructions for use (IFU). The onyx did not get implanted in an unintended location, and there was no medical intervention required. The treatment policy was changed to tve and the treatment was performed to complete the procedure.

Manufacturer narrative:
H3: the marathon micro catheter was returned for analysis. The marathon total length was measured to be ~172.5cm, the usable length was measured to be ~166.3cm which is within specification (specification per 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~25.1cm which is not within specification (25.0cm +2.0cm -1. 0cm). Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. No onyx residue was found within the marathon distal tip lumen. The entire surface of the marathon catheter body was examined under magnification, no pinholes or ruptures were found. No damages were found with the marathon distal marker/tip. No onyx residue was found within the marathon distal tip lumen. An attempt was made to flush the marathon catheter; however, the hub was found to be occluded with onyx and the attempt was unsuccessful. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was unable to be confirmed. Although the returned marathon micro catheter was found to be occluded with onyx, the evaluation did not reveal any evidence that the micro catheter was defective. The product analysis does not suggest a potential or confirmed manufacturing issue that relates to the complaint. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that ruptured with onyx. The patient was undergoing a transcatheter arterial embolization (tae) procedure to treat a dural arteriovenous malformation. Vessel tortuosity was normal.  It was reported that the devices were prepared and the catheter flushed according to the instructions for use (IFU). The marathon catheter was guided from the middle meningeal artery (mma) to the target site and onyx18 was used but did not progress even halfway to the target and resistance was felt. The injection was continued cautiously when the center of the marathon catheter shaft ruptured so it was removed. There was no patient injury.